Manufacturer narrative:
Diopter: -13.50. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -13.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. Low vault was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2015 and exchanged for a longer lens. This resolved the problem. Last visit on (B)(6) 2015, the patient's ucva was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found no visible damage (B)(4).